Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the reservoir is leaking due to the pump missing a piece by the reservoir. The patient's blood glucose at the time of incident was 269 mg/dl. Customer confirmed that the reservoir is not clipping all the way in. Troubleshooting was initiated for the physical damage. The customer is unaware of how the damage occurred. She was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The customer chose to keep the pump and a replacement device was still sent to her.